Event description:
It was reported the patient's ventricular lead had dislodged. As a result, a new lead was implanted. No adverse patient consequences were reported. No further information was available.